Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-14, information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (2,000 mcg/ml, 689 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The hcp reported they refilled the patient's pump with "what he thought was gablofen 2,000 mcg/ml" on (B)(6) 2018. Last night ((B)(6) 2018), the patient became obtunded and sedated, so today ((B)(6) 2018), the hcp changed the concentration to 500 mcg/ml (500 mcg/day) and called to inquire how to perform a system content removal procedure, but only aspirated 0.25 cc from the catheter access port (cap). The hcp had already removed the needle from the cap prior to contacting tech support. The procedure was reviewed with the hcp. The hcp stated they would call back if they had any further questions or concerns. The hcp called back and stated they believed there was a problem with the pump because, "now the patient was experiencing a lot of spasticity". The patient was going to be brought into the operating room (or) for diagnostic testing. The hcp confirmed that they did not complete a system content removal procedure and reviewed that the patient would not be receiving itb at this time because the hcp had aspirated 0.25 cc from the cap right before contacting tech support.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4). The previously reported patient codes (B)(4) and (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the hcp. The cause of the patient becoming obtunded and sedated was not related to the pump. The patient had taken "some narcotics" orally and that was the most likely cause. A dye study was performed and there were no issues. The pump was "working well and there were no problems with the pump". The patient was noted to be "very sensitive to narcotics" and with dosage adjustments the patient was receiving effective therapy and the "patient was happy". No further complications were reported.